Event description:
Information received by medtronic indicated that insulin pump rattle when both reservoir was in or out of the device. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2021. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, scratched lcd window, cracked battery tube thread, cracked keypad overlay, missing o-ring for reservoir tube, cracked battery tube case, detached retainer, serial number label missing. Cosmetic damage was confirmed at the retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.